Event description:
Patient reported obtaining back-to-back blood glucose results, of 401mg/dl and 126mg/dl, and of 281mg/dl and 122mg/dl on the compact plus test system, using strips with an unknown lot and expiration date. The patient reports back-to-back glucose results, of 373mg/dl and 70mg/dl with lot 20659941 on the compact plus test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. L1 quality control was in range, but l2 was out of range high on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact plus system: meter, strip lot 20659941 with expiration date 08/31/2008.

Manufacturer narrative:
The suspect product is the compact test strip.